Event description:
-

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed a fracture 350mm from the terminal pin. Due to the location of the fracture, this was consistent with a fatigue fracture near the suture sleeve tie down area.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that during a device normal replacement procedure it was noted that this left ventricular lead was fractured. The lead was explanted and will be returned. No adverse patient effects were reported.